Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# jk8clbc0, mfg.date: 09/2015; exp. Date: 08/2017. Batch# jm8ddcd0, mfg. Date: 11/2015; exp. Date: 10/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event reason for reoperation? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown hernia repair on unknown date and the mesh was implanted. The re-operation is planned on (B)(6) 2017. No further information is provided by the hospital. Additional information has been requested.

Manufacturer narrative:
This medwatch report is being voided as additional information was received and this event no longer meets complaint criteria. Should any additional information be provided, the file will be reviewed and updated accordingly.